Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? No.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, the device did not fire because the firing knob was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.